Event description:
The pt called lifescan and alleged that their meter would not power on when the test strip was inserted. The pt contacted their medical professional for advice; no treatment was reported. They were unable to state when they last tested on their meter. They reported that when they presses the power button the meter turns on, but when they attempts to power that meter on by inserting the test strip, there is no power. The issue was not resolved with troubleshooting. A replacement meter and testing supplies are beng sent.